Event description:
A facility reported that 2 pts who were dialyzed on the same machine (1st and 3rd shift) gained weight during treatment. There was no problem reported on the pt who dialyzed on the second shift. The first pt was dialyzed for 3 hrs with weight removal set a 2.6 kg. She complained of shortness of breath and nasal congestion towards the end of the treatment. The pt's post weight indicated that she gained 2.6 kg during treatment. She was dialyzed again to remove the extra fluids and was discharged in stable condition. There was no serious injury or illness.